Manufacturer narrative:
To date the incident handpiece has not been received for evaluation at valleylab.

Event description:
The report stated that during a laparoscopic colectomy, the ligasure handpiece was applied and activated. The ligasure vessel sealing system went through a complete sealing cycle with an end tone, but the tissue was not sealed. This caused oozing bleeding.